Manufacturer narrative:
Additional information received indicated that the device was replaced due to paravalvular leak (pvl) cause by a previous procedure which was a right parasternal approach. The physician stated that there was no problem with the valve leaflets. No other adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 months post implant of this 23mm aortic bioprosthetic valve, the device was explanted and replaced with a 25mm bioprosthetic valve for unknown reasons. No other adverse patient effects were reported.